Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. She did not recall the blood glucose reading. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display returned with a new battery during troubleshooting. The customer also reported that the blood glucose had dropped to 50 mg/dl the day before due to delivering too much insulin. He had treated with glucose tablets and declined troubleshooting for low blood glucose. The insulin pump was not returned or replaced.